Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device control unit was not functioning and defective. It was further determined that the device failed pretest for check the off/forward/reverse mode, change 10 times from forward to reverse at full speed, triggers and electronic control unit and power with test stand (minimum 190 to 250 watt). It was noted in the service order that the device did not make contact with the battery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.